Event description:
It was alleged that a pt rec'd a second degree burn to their right leg. It was also noted that the pad did not have any conductive adhesive on the pad. The burn was initially reported as a third degree burn and later changed to second. The size of the burn was estimated to be 1 to 2 cms.